Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of an implantable pulse generator (ipg) the right ventricular (rv) lead would not pace and exhibited high and undefined impedance. The lead was removed from the ipg port and part of the port fell out. The ipg was explanted and replaced. There were no issues observed with the replacement ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had a loose/detached connector. If information is provided in the future, a supplemental report will be issued.